Event description:
In 2008, boston scientific corp was informed that during a polyp ablation, the resolution clip device could not be closed. The procedure was completed with another of the same device with no pt complications. Pt is "good". Note: this is the sixth report of six related complaints, please refere to MFR #'s 3005099803-2008-05068, 3005099803-2008-05067, 3005099803-2008-05065, 3005099803-2008-5064, 3005099803-2008-05066 for other five reports.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.